Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and hospitalized on (B)(6). The customer mentioned four emergency room visits. Customer's blood glucose value was 27 mg/dl at the time of the incident and blood glucose got up to 70 mg/dl, blood glucose was 300 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. Customer was wearing the insulin pump at time of hospitalization. The customer was treated at the emergency room with a glucagon shot. Customer will return device for analysis.